Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: it was indicated that the device would not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured. The 99% stenosed lesion was located in the mildly calcified, moderately tortuous mid right coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced to the target lesion for predilation. However, during the first inflation the level stopped increasing at 3-4atms. The device was removed from the patient. The procedure was completed with a different device. No patient compilations were reported and the patient's status is good.